Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Furthermore an episode list was provided, acquired during follow up on january 20, 2023. The list showed multiple shock deliveries on (B)(6) 2023 and recurring nst and vf. As no iegms were available for analysis no further conclusion can be drawn. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 49 months it was reported that the patient received inappropriate shocks. Lead remains implanted at this time. Should additional information be received, this file will be updated.